Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high pacing impedance measurements. The physician made several unsuccessful attempts to re-position the lead, however impedance values were unsatisfactory. The procedure was completed using a replacement lead. The patient was stable.

Manufacturer narrative:
Additional information: d10, h2, h3, h6, h10. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.the reported event of high lead impedance was not confirmed.